Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported that the physician implanted the talent stent graft system without complication. It was reported the pt expired later that day. The physician stated that the pt expired due to the complications from blood loss due to the rupturing of the abdominal aortic aneurysm prior to stent graft placement.

Manufacturer narrative:
Eval codes, results: (death), conclusions: (ruptured aneurysm prior to stent graft placement).